Event description:
A pt reaction with the psn 210 dialyzer. Incident occurred at the onset of treatment. The pt experienced itching all over, hypotension, weakness, shortness of breath and lost their voice. The pt was treated with benadryl 25mg. IV and the treatment was discontinued. Symptoms resolved approximately one hour and twenty minutes after treatment was discontinued. The pt has been subsequently dialyzed on an alternate membrane without incident.